Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open for more than a month and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". It was also determined that the user's cartridge of strips had passed the expiration date. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date" a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, the user contacted dario but was unable to test using the new cartridge of strips and control solution at that time. In addition, due to the user's statement that the high readings occured with multiple strips cartridges that were not expired, a replacement of dario's meter, was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. The RMA package was received for investigation on (B)(6), 2023. The meter was tested and was reading within range. Therefore, it was determined that this complaint is not due to a meter issue. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the dario strips to investigate. No resolution is available.

Event description:
On (B)(6), 2023, the user contacted dario to report receving high blood glucose (bg) readings. The user reported that she purchased the dario meter a year ago, and since then, she has been receiving high bg readings. Due to the above, the user stopped using the dario meter until recently, when the user tried once again to test her bg level, she received bg readings in the 130 mg/dl to 140 mg/dl range from her dario meter compared to bg readings in the 80 mg/dl to 100 mg/dl range from her non-dario meter.